Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - blue 80. The screw fell off the device's headlight. The event was confirmed by photo evidence. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification as the screw was missing and it contributed to incident. In the time when the event occurred the device was not being used for patient treatment, as it was discovered during maintenance. The manufacturer¿s subject matter experts performed an investigation. The photographic evidences show that a screw that connects the base to the shell is missing, the fixing hole in the shell was probably damaged and no longer allows the screw to be screwed in. Multiple dismantling or excessive tightening have probably damaged the fixing hole of the shell. To prevent any incident, the blue 80 operating instructions mentions several safety information concerning the maintenance and repairs: ¿all hanaulux blue 80 products are to be tested/serviced annually by maquet or authorized customer service¿. ¿call our aftersales service if you encounter any problems or damages¿. ¿please immediately replace all damaged components of the lighting system, because parts could otherwise fall down into the wound¿. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer's reference number (B)(6).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights - blue 80. The screw fell off the device's headlight. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.